Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon suturing the dermis on an orthopedic total knee arthroplasty, the needle easily came off. Another device was used to complete the case. There was no patient injury.